Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that the trocar "did not valvulate". The procedure was completed without consequences or impact to the patient. Additional information and product sample have been requested.

Manufacturer narrative:
A device history record review for each of the trocar component lots was conducted. According to the device history record reviews, two lots were reprocessed for anomalies that did not contribute to the customer complaint. The device history record review did not point to a root cause because the lots were reprocessed and the product was released in accordance with all product acceptance criteria. No further anomalies were identified. No additional investigation is required based on device history record. A complaint history examination indicates this is the sixteenth complaint received against the components of the reported lot for the reported issue. No sample has been returned for evaluation; therefore, the condition of the product could not be verified. Due to an observed increased trend for this event, an internal investigation was initiated to determine if corrective and preventative actions were necessary. A root cause for the increased complaint rate was found to be related to a manufacturing post assembly inspection practice. This complaint's reported lot is identified as an affected manufacturing lot. The post assembly inspection has been discontinued and an effectiveness check has been established and will be monitored periodically. (B)(4).

Manufacturer narrative:
(B)(4)

Event description:
Additional information was received which confirmed that the term valvulate is defined as leakage of the valved trocar. No further information is expected.